Event description:
Customer reported potential false negative troponin I (tni) result with the triage cardiac panel 25 test cs. Lab analyzer. Customer reported false negative tni with one pt. The pt had an abnormal EKG and positive tni results on the hosp lab analyzer and triage bnp on the lab analyzer. Pt came in for a routine visit which included an EKG. The EKG was abnormal; pt then tested on triage meter with a negative result. Four hours later pt was sent to the ER and tested on the hosp analyzer with a positive result. Sample was then retested at a sister site with a positive result. Pt was admitted to the hosp - no add'l pt info available. Same sample was retested on the triage meter the following day with a negative result.

Manufacturer narrative:
Customer's complaint of discrepant low tni was not observed during in-house testing of retain lot w58290. The lot met the cal j tni cv specs. No sample was returned, sample interference cannot be ruled out. Unable to determine the root cause of customer's complaint. A review of the MFR record for the lot did not uncover any non-conformances. Product performed as expected during in-house testing. No corrective action required at this time as no product deficiency was established.